Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead migrated. The lead was explanted and replaced which addressed the issue.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the lead was complete but cut into segments; consistent with explant damage. Setscrew marks were present on insertion band contact, which indicated the lead was secured. No root cause was identified for the reported event.